Event description:
The salute fixation device was used for a ventral hernia case. Its intended use is for fixation of prosthetic material. The surgeon used one disposable to the end of the spool with no problems, then loaded a second disposable. He fired sample constructs prior to inserting through the laparoscopic cannula, but did not view them. He inserted the salute system through the laparoscopic cannula, and the construct fired was a straight wire that passed through the mesh, the patient's abdomen, and into the surgeon's finger. There was no harm to the patient. The surgeon removed the salute system from the patient and fired additional constructs in air. The system continued to fire straight wire. This disposable was removed. The surgeon loaded a third, new disposable, and completed the case with an additional four constructs, which were normal. The surgeon reviewed the patient's file, and found no concern for blood-borne pathogens, aids or other potential health risks to surgeon.